Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.

Manufacturer narrative:
Correction: on review of the complaint details, it was noted the device model was reported in the narrative to be trilogy 100 when, in fact, the device is a trilogy 200 as evidenced in the device identification fields in the remainder of the report. This follow--up report serves as a correction to the typographical error made previously.